Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with button error on their donated insulin pump. The customer states they could not clear the error. The customer's blood glucose level at the time was unknown. The customer was advised to discontinue use of the device, and that it would have to be replaced. The customer was advised to speak with their healthcare provider, as to how to receive a donated pump. The customer also mentioned being in diabetic ketoacidosis at one point, but they did not go to the hospital. The customer states it was caused because they forgot to reconnect the infusion set. Nothing is being replaced at this time.